Event description:
It was reported that the high flow insufflation unit front panel light went out and an error sound continued to ring. A reboot was also attempted, but the problem of the front panel light going out and the error sound continuing to ring did not go away. Since the front panel light was out when the problem occurred, it was not clear whether an error code had been generated. No health damage. The issue occurred during an unknown event. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added: d9, e1: corrected phone number, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is presumed that the air supply operation stopped while the error sound was generated by detecting the abnormal operation of the pressure sensor on the main printed circuit board. The front-panel led goes out in conjunction with the operation of phenomenon 1, so as in phenomenon 1, it is presumed that the trouble occurred due to the malfunction of the pressure sensor on the main board. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.